Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. The customer's blood glucose level was 400 mg/dl. A cartridge change was performed resolving the issue. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.